Event description:
A pt contacted zoll customer support to report a 204 service code. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (code 204- belt/monitor unusable) was confirmed. Upon servicing investigation the monitor was generating a code 204. A root cause investigation for the service code is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The pt was provided with a replacement monitor.